Event description:
It was reported that the patients spinal cord stimulation leads displayed high impedances which resulted in inadequate stimulation. Reprogramming around the impedances no longer provided relief, therefore, the patient underwent a procedure where the two leads were replaced. There were no reported issues postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7072504.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Lot: 7072504. The allegation of high impedances has been confirmed. The returned lead sc-2317-70 sn (B)(6) was analyzed and found multiple cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The returned lead sc-2317-70 sn (B)(6) was analyzed and revealed that all cables were completely broken at the bent location of the lead. The bent location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient's spinal cord stimulation leads displayed high impedances which resulted in inadequate stimulation. Reprogramming around the impedances no longer provided relief, therefore, the patient underwent a procedure where the two leads were replaced. There were no reported issues postoperatively.